Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were contacted to health care professional due to high blood glucose. Blood glucose was 212 mg/dl,200 mg/dl. Customer was treated with insulin pump. Customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis